Event description:
The customer reported falsely a decreased architect estradiol result on a 32-yr old female patient the following results were provided: on (B)(6) 2025 architect = 434 pg/ml; another laboratory (electrochemiluminescence) = 520 pg/ml; another laboratory (chemiluminescence) = 384 pg/ml; another laboratory = 1029.30 pg/ml. Additional patient added on (B)(6) 2025: (B)(6) 2025 (32-yr old female) = sid (B)(6) = 434 pg/ml; another laboratory = 384.00 pg/ml; another laboratory = 1029.3 pg/ml; another laboratory = 520.0 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity for lot 68273ud00 did not identify an increase. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Customer field data was used to assess the performance of the architect assay using worldwide data. Review shows that the median patient results for lot 68273ud00 is comparable with other lots in the field confirming no systemic issue for the lot. A review of product labeling was performed which provides appropriate information related to the customer¿s issue. Based on the available information, no deficiency of the architect estradiol assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased architect estradiol result on a 32-yr old female patient the following results were provided: (B)(6) 2025 architect = 434 pg/ml; another laboratory (electrochemiluminescence) = 520 pg/ml; another laboratory (chemiluminescence) = 384 pg/ml; another laboratory = 1029.30 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Additional patient added on (B)(6) 2025, sid (B)(6), (32-yr old female).

Event description:
The customer reported falsely a decreased architect estradiol result on a 32-yr old female patient the following results were provided: on (B)(6) 2025 architect = 434 pg/ml; another laboratory (electrochemiluminescence) = 520 pg/ml; another laboratory (chemiluminescence) = 384 pg/ml; another laboratory = 1029.30 pg/ml additional patient added on (B)(6) 2025: (B)(6) 2025 (32-yr old female) = sid (B)(6) = 434 pg/ml; another laboratory = 384.00 pg/ml; another laboratory = 1029.3 pg/ml; another laboratory = 520.0 pg/ml. No impact to patient management was reported.